Event description:
Customer reports to have sensor glucose versus blood glucose differences. Customer's blood glucose was 104 mg/dl. After troubleshooting, customer was advise to continue to monitor the issue. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.